Event description:
The patient presented to our ed with persistent low flow alarms. The low flow alarms would not resolve with increasing fluid intake. The patient went to or where it was visually confirmed that the outflow graft was twisting, occluding the flow of the lvad. The surgeon was able to leave the pump in and only replace the outflow graft.